Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system requested a system explant due to an inability to tolerate stimulation at levels sufficient to achieve adequate pain relief. An x-ray was performed with no device issues identified. The evoke scs system was confirmed to be functioning as intended prior to the explant. It was additionally reported that the patient experienced satisfactory pain relief during their trial period and following evoke scs system implantation.

Manufacturer narrative:
The evoke scs system was discarded. The patient¿s inability to tolerate stimulation resulted in inadequate pain relief; however, the cause of this intolerance could not be definitively determined. At patient¿s request, the evoke scs system was explanted. The evoke scs system surgical guide states ¿the risks associated with the implantation and use of a spinal cord stimulation system include inadequate pain relief following system implantation or overtime and the patient may require surgery (including revision, explant, and replacement) as a result.¿